Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018 ,product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid and bupivacaine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient experienced a symptom return. The therapy was not helping. At the last pump refill the expected volume was 2.4 ml and obtained 8.3 ml. A dye study was done and failed. When the pump pocket was opened part of the catheter was observed to be twisted and the sutures that had held the pump into place were no longer attached to the patient. The hcp cut the catheter above the twisted area and found there to still be good flow. There was a large amount of fluid in the pocket area that was tested and did not show signs of infection. A catheter revision was performed (B)(6) 2019. The spinal segment was partially removed and all of the pump segment and was replaced. A new 8784 catheter was then attached to the existing catheter. The explanted catheter was discarded. The pump and catheter were aspirated and primed post operatively. The issue resolved, and patient status was alive; no injury. No environmental/external/patient factors may have led or contributed to the issue. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was unknown when did the patient first start experiencing the symptom return. The patient experienced increased pain especially in legs and feet. The cause of the fluid in the pump pocket was unknown; a hole in the catheter was suspected. The cause of the volume discrepancy was not determined but a kink in the catheter was suspected to be the cause.